Event description:
A report was received that the patient underwent a pocket revision due to pain at the pocket site. The pocket was too superficial and the physician moved the pocket deeper. The patient was reportedly doing well following the procedure.